Event description:
Boston scientific received information that the patient implanted with this right atrial lead had developed shortness of breath a couple of months post implant. An echocardiogram was completed and it was found the patient's heart was enlarged and they had developed heart failure. A procedure was performed to upgrade the patient's device and implant a left ventricular lead. At that time it was found this lead had dislodged. There was a concern the patient's heart failure was induced by the lead being dislodged. The lead was explanted and replaced with another manufacturer's lead. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The explant and event dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.